Event description:
It was reported that the pt was explanted on (B)(6) 2012. Currently, there is no info available about the circumstances which led to the device explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.